Manufacturer narrative:
(B)(4). Concomitant medical products: 00620207020, shell porous with multi holes 70 mm, 60077874; 437644061, durasulâ¿¢ standard insert size 44mm i.d. X 61mm o.d. Former centerpulse, 61175864; 00500104400, shell 44 mm o.d, 61234703; 00500104428, liner 28 mm i.d. For use with 44/45/46 mm o.d. Shells, 61213652; 61234703, acetabular revision system - cage, right short, 2409339; unknown, smith and nephew head 28 mm by 16 mm neck, unknown; unknown, optiflex stem, unknown; 00700007270, trabecular metalâ¿¢ acetabular revision shell, 60800973; 00625006515, bone screw self-tapping 6.5 mm dia. 15 mm length, 61454699; 00625006515, bone screw self-tapping 6.5 mm dia. 15 mm length, 61526209; 00625006525, bone screw self- tapping 6.5 mm dia. 25mm length, 61515048; 00625006525, bone screw self- tapping 6.5 mm dia. 25mm length, 61547356; 00625006530, bone screw self- tapping 6.5 mm dia. 30mm length, 61526237; 00625006530, bone screw self- tapping 6.5 mm dia. 30mm length, 61563819; 00662406530, bone screw self-tapping 30 mm length 6.5 mm dia, 61458844; 00662406535, bone screw self-tapping 35 mm length 6.5 mm dia, 60713589; 00662406540, bone screw self-tapping 40 mm length 6.5 mm dia, 60732352; 00662406540, bone screw self-tapping 40 mm length 6.5 mm dia, 61013604. The complaint was confirmed based on the medical history record that was provided. Review of the device history record identified no deviations or anomalies would contribute to reported event. Multipolar® bipolar cup liner is not compatible with unknown competitor¿s head. Multipolar® bipolar cup shell is not compatible with durasul liner. The unknown 28mm head was reattached to the competitor¿s stem. A bipolar shell and liner were attached to the 28mm head. A definitive root cause cannot be identified with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2018 - 01522, 0001822565 - 2018 - 01521, 0001822565 - 2018 - 02456, 0002648920 - 2018 - 00369, 0002648920 - 2018 - 00370, 0002648920 - 2018 - 00523, 0002648920 - 2018 - 00525, 0002648920 - 2018 - 00526, 0002648920 - 2018 - 00528, 0002648920 - 2018 - 00529, 0002648920 - 2018 - 00530, 0002648920 - 2018 - 00531, 0002648920 - 2018 - 00532, 0002648920 - 2018 - 00533.

Event description:
It was reported that the patient had underwent an irrigation and debridement procedure for evacuation of a hematoma as well as augmentation with cement of the polyethylene cup, posterior trabecular metal shell and cage. Patient was kept on infection medication. All attempts have been made and additional information on the reported event is unavailable.